Event description:
It was reported that the tip of the catheter broke off inside the patient's vessel and required retrieval. It was retrieved successfully. There were two catheters on the field, therefore, it is unknown which lot number was the one that fractured. At this time they do not know if the catheter was saved.

Manufacturer narrative:
Attempts have been made to the hospital for return of the device or further information. At this time, there is no additional information to be shared. If any new information becomes available a supplemental will be forthcoming. A review of the manufacturing records indicated that the product met specifications upon release. Other possible lot number -59429239 the manufacturing date: 01/22/2013; the expiration date: 04/01/2015. Voluntary medwatch received - (B)(4).